Event description:
(B)(6) pt with a heart defect and valvular heart disease that included a ross procedure with aortic valve replacement in 2001. Following a heart catheterization, the pt presented to the hospital for a redo-sternotomy with pulmonary valve replacement and repair of ascending thoracic aortic aneurysm. During the procedure, an attempt was made to wean the pt off of the cardiopulmonary bypass machine. Once the pt reached a point of 1.5 to 2.0 l of flow, the pt would begin to deteriorate. There was an inability to increase the flow. The right ventricle function deteriorated all attempts to wean the pt off bypass failed and the pt expired. It is unknown at this time if there was a product problem and if any product problem contributed to this event.